Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure using a dual surgeon console (ssc) setup, the integrated electrosurgical unit (iesu) erbe generator displayed error code 3-71. The customer received phone assistance from the technical support engineer (tse). Prior to the call, troubleshooting was performed by exchanging the monopolar cable and power cycling the erbe generator and this resolved the issue. Following this, the user was instructed to continue with the procedure using the same generator. After an unspecified time during the procedure, it was further reported that the issue with the erbe generator recurred. The procedure was completed under this condition. No other error was reported. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and confirmed a faulty erbe generator. The fse reproduced the issue. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical, inc. (Isi) received the erbe generator involved with this complaint and completed the device evaluation. Failure analysis with an in-house system confirmed the reported event. The system displayed 3-71/c-70/c-82/c-83/m-0b/316/c-71 error faults after 5 minutes into functional testing identifying a component failure. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: it was confirmed that due to the persistent issue with the erbe generator, the surgical task was completed using the backup generator.